Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in the user's hearing performance was reported. No trauma was reported. The user has been successfully re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, it was reported that the active electrode array migrated partially out of cochlea, which likely contributed to the lack of benefit. The implant registration card states a full insertion at the time of implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Decline in the user's hearing performance was reported. No trauma was reported. The user has been re-implanted.